Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having a crack on the screen of the insulin pump due to the case. Customer stated that the crack has gotten bigger. No further information reported.

Manufacturer narrative:
Insulin pump had a cracked lcd window, cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.